Event description:
It was reported during a hardware removal surgery, that two separate sets of instruments stuck together, parts 309.068, 309.470, 309.480, and 311.44. This was noticed during post operative cleaning that the parts couldn't be removed. Therefore, no patient involvement, no surgical delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A investigation summary was conducted. The report indicates that the returned parts are part of the screw removal set. The received parts were broken at the end where the teeth are located. Spare centering pin for hollow reamer was received bent in the area where the threaded region transitions into the unthreaded shaft region. T-handle with quick coupling was received with the sleeve which facilitates coupling not moving smoothly as intended. It appears that the t-handle with quick coupling is the subject of the complaint, which stated that parts were getting stuck during hardware removal surgery. The damaged inner coupling mechanism most likely contributed to the complaint condition of accompanying screw removal attachments getting stuck to the t-handle. The subject part in the complaint was the t-handle, which was manufactured on 07/06/07 and corresponds to drawing which was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The t-handle was used in hardware removal surgery which often exposes parts to extreme forces in the process of attempting to remove various jammed implants which could potentially be damaged and require unique methods to achieve their removal. There is no obvious superficial damage sustained by the t-handle, but the inner coupling mechanism is clearly not functioning properly. The damaged inner coupling mechanism most likely contributed to the complaint condition of accompanying screw removal attachments getting stuck to the t-handle. The other parts which were also returned as part of the complaint seem to have sustained damage due to the rough methods used during hardware removal surgery. It is unable to determine the true root cause for the damage to the accompanying returned parts, but considering their intended use it is possible that they were damaged during routine hardware removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.